Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the hospital note from (B)(6)2018. Noted the hcp diagnosed the patient with systemic inflammatory response syndrome status post it revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight as (B)(6) lbs.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8711, serial # (B)(4), product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at a follow up visit on (B)(6) 2014, during a discussion of interventional spine procedures, the patient reported an adverse outcome to intrathecal catheter placement, a possible post dural puncture headache (pdpha). A hospital note from (B)(6) 2008 indicated that an exam was performed. The hcp diagnosed the patient with fever and systemic inflammatory response syndrome (sirs) status post intrathecal revision. The patient was also diagnosed with hypokalemia secondary to persistent nausea and vomiting. The clinical diagnosis was sirs. Medications were administered on (B)(6) 2008. The event resulted in in-patient hospitalization and prolongation of existing hospitalization. The event was unlikely related to the device/therapy. The event was related to the implant procedure. The event resolved without sequelae on (B)(6) 2008. No further complications were anticipated.